Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer's blood glucose level. Customer removed and inspected cartridge, discarded cartridge with damaged o-ring, filled and installed new cartridge under guidance from technical support, cleaned pneumatic tap area, and continued therapy using multiple daily injections because pump was not replaced due to being out of warranty.